Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing resulting in an inappropriate shock to this patient. The field representative could not reproduce any noise. It was noted this patient bench presses and drops the barbell on their chest. A chest x ray was obtained which was noted to have a sense b bunching appearance. This patient was hospitalized and tachy therapy was programmed off. Additional information provided from the field representative noted this s-ICD was reprogrammed to secondary vector and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.